Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that her implantable neurostimulator recharger (insr) only shows 'reposition antenna' when trying to charge her implantable neurostimulator (ins). She has not successfully charged her ins in about two months. Overdischarge was reviewed and it was advised she meet with the physician and bring her external components. No patient symptoms were reported.